Manufacturer narrative:
The customer alleged that the head end of the bed would not stay up; however, this could not be confirmed as the investigation found no defects.

Event description:
It was reported by service report that the head of the bed will not stay up. No pt involvement or adverse consequences are reported.